Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID: (B)(4) implantable cardioverter defibrillator (ICD) 2009 (B)(6); 4574 implantable pacing lead 2009 (B)(6); 4195 implantable pacing lead 2009 (B)(6). (B)(4).

Event description:
It was reported that during a routine device change out, the right ventricular (rv) lead sensing through the analyzer and through the old and new device was diminished. Dft testing was performed during the procedure and the rv lead undersensed the ventricular fibrillation (vf), resulting in external defibrillations to terminate the vf episode. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.